Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: is it the surgeon¿s typical routine to use 60 mm device on an appendectomy? Yes. Was the mesoappendix and appendix taken in one firing or two separate firings? One. What cartridge was used for each firing? White and blue. Did the surgeon wait 15 sec between each firing? No. What was the site of the bleeding? Posterior to staple line in soft tissue. What was found in reoperation and how was bleeding treated? Any area of tissue that was bleeding and was initially treated with surgicel powder, but was more than a continuous ooze. Treated with clips and vistaseal. How much time was between the original procedure and the reoperation? Around 30 to 36 hrs. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post-op of a laparoscopic appendectomy procedure that the patient was brought back to the or for an exploratory laparotomy with a possible staple line bleed. No further information was provided. Patient is fine and stable.